Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H3 other text : see h10

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the tube lost suction. The following information was provided by the initial reporter: "tube lost suction, preventing filling to the appropriate level to produce accurate results".

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the tube lost suction. The following information was provided by the initial reporter: "tube lost suction, preventing filling to the appropriate level to produce accurate results."

Manufacturer narrative:
H6: investigation summary: mat: 363083. Lot: 1288651. Bd received 3 samples and 1 photo from the customer in support of this complaint. The 3 sample tubes were functionally tested and the issue of underfill was not observed as all tubes were within specification limits. An evaluation of the photo shows 3 tubes laying on their sides, underfill could not be determined. Additionally, 10 production samples from the bd inventory were functionally tested with no issues being identified as all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the sample, photo, and retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 15-jul-2022.